Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced resets during the time of electrocautery use at the explant procedure, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance. The crt-d was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for reported normal battery depletion and returned for analysis. There were no reported allegations regarding the performance of this device from the field. During standard laboratory testing, a product performance issue was identified.